Event description:
It was reported that four pts presented with possible symptoms of toxic anterior segment syndrome (tass) after implantation of akreos mics. Additional information (including lots numbers) was requested but no new information has been received. Reference MDR #1119279-2012-00193 for the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.